Manufacturer narrative:
The customer¿s report of a leak and tubing separation was confirmed. Visual inspection of the set showed that the distal section of the set¿s tubing was separated from the outlet portion of the distal smartsite. Microscopic inspection showed an insufficient application of solvent on the set¿s tubing. No functional testing was performed due to the separation. Dimensional analysis was performed and the tubing was within specification. The cause of the leak/separation was determined to be insufficient solvent having been applied at the engagement of the tubing and the outlet portion of the distal smartsite due to equipment and/or operator error.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc (B)(4), lot number y239707, exp jan, 19 0.9% sodium chloride. 250ml baxter bag ndc (B)(4), lot number y235333, exp nov 18, oxaliplatin in dextrose. 250ml baxter bag ndc (B)(4), lot number y228320, exp sep 18 leucovorin calcium in dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a chemo leak and blood noted on the floor when infusing both oxaliplatin 142ml/hr. (167mg in 283.4 ml) and leucovorin 145ml/hr. (788mg /289.4ml ). Both medications were infusing at the same time for approximately 20 minutes when the leak was noted. The set up included each infusion with separate modules however, both primary lines connected thru a y -site. It was reported that the tubing infusing the leucovorin separated at the y site (closest to the patient.). There was no report of patient or user harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak while infusing oxaliplatin and leucovorin at an unspecified rate.